Event description:
It was reported that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. This pacemaker remains in service currently. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.